Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 3 days after the sensor was inserted in the arm. On 07/02/2024, the patient experienced feeling lightheaded and stated they almost passed out. When a fingerstick was taken by the patient, the cgm was reading 5.3 mmol/l and the blood glucose reading was 1.7 mmol/l. An ambulance was called by the patient´s husband, and the patient took 4 dextrose glucose tablets (15 grams of carbs). No further treatment was provided by the paramedics before they reached the hospital. At the hospital, the patient was treated with intravenous saline. The patient stated that after the treatment for hypoglycemia, they were also treated with 10 units of insulin in the course of 3 hours. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.